Manufacturer narrative:
Manufacturer's ref# (B)(4). Investigation is still in progress, a final report will be submitted upon completion.

Event description:
On (B)(6) 2022 it was reported 'charger is getting hot and melted at the charger port'. The customer reported 'my charger shorted out and melted the other day' there is no harm to the customer reported. Follow up information will be submitted once completed.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Investigation is still in progress, a final report will be submitted upon completion. Follow up: the device has been replaced. Technical investigation concluded: no deviation or changes were found during manufacturing of the device. Trended case investigation: functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purly a breakdown of the micro usb connector. Micro usb is a very well known and used standard but can mechanically break down. The clinical investigation concluded: clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause severe harm. However, to prevent any others being harmed going forward, it is recommended that user guides are updated to recommend unplugging devices that are damaged and then waiting to touch until the device is no longer warm/a couple of hours. Risk register will be updated to include a new warning. Based on the available information, the case is still considered reportable as the event / incident did lead to, or might have led to, death or a serious injury if it recurred. This is a final report. No further follow up is expected.

Event description:
On 18jul2022- it was reported 'charger is getting hot and melted at the charger port'. The customer reported 'my charger shorted out and melted the other day' there is no harm to the customer reported. (B)(6) 2022: follow up information: the charger was plugged in the night and damage was noted in the morning. Original accessories have been used. The charger has been replaced. No further follow up is expected.